Event description:
A report was received that the patient has been experiencing shaking and stuttering when stimulation is active. The patient's neurologist has prescribed the patient medication to control the symptoms. The patient didn't start experiencing these symptoms until the device was implanted. The patient does not want to be explanted and there is no further course of action.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient has been experiencing shaking and stuttering when stimulation is active. The patient's neurologist has prescribed the patient medication to control the symptoms. The patient didn't start experiencing these symptoms until the device was implanted. The patient does not want to be explanted and there is no further course of action.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inch stylet model # sc-3138-25 serial # 343169 description: scs phase iii 25cm lead extension